Manufacturer narrative:
Upon receipt at the cameron health post market quality assurance laboratory, the device was thoroughly analyzed. The cause of the error code was determined to be a bit flip in the device program memory that was detected and automatically corrected with no loss of device function and no risk to the pt.

Event description:
Boston scientific received info that during the attempted implant of this device, an error code was displayed when the device was interrogated. Then, there were issues getting the telemetry reconnected with the device. Attempts to re-interrogate the device were successful and the error message was no longer observed; however, the physician elected to remove the device and implant another device of the same model. No adverse pt effects were reported. The explanted device was returned for laboratory analysis.